Event description:
Pain, sick; ER visit for sudden chest/upper stomach pain, vomiting, diarrhea. Sent for gallbladder testing and determined I had developed an egg intolerance. Doctor visit and xray for chest pain, difficulty breathing. Went to doctor because of chest pain, difficulty breathing findings: lungs are clear. Costophrenic angles are sharp. Cardiac, mediastinal and hilar silhouettes are normal. The osseous thorax is intact. FDA safety report ID# (B)(4).